Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2009, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2012 a computed tomography revealed an unspecified endoleak. Aneurysm growth was noted but the amount of growth is unknown. At this time, the physician is taking a wait and watch approach.